Event description:
It was reported via repair work order that the nurse call cable connector screw was broken off and connector was hanging down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.